Manufacturer narrative:
H11: section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a cracked luer hub is confirmed; however, the exact root cause could not be determined. One 4 fr groshong nxt clearvue catheter was returned for evaluation. An initial visual observation showed use residue on the returned sample sample. A functional test of flushing the catheter with water was performed, and a leak was observed emanating from the red luer hub. A microscopic observation revealed a large longitudinal crack in the red luer hub. The crack appeared to start at the rim of the luer hub and extended up to about half its length. The crack was observed to curve slightly, have mostly clean edges, and a mostly smooth fracture surface, with some small uneven areas. The observed damage suggests the luer hub experienced mechanical stress such as over-tightening, over-pressurization, and/or excessive insertion forces which resulted in a crack; however, the cause of this stress could not be determined. Therefore, the root cause of the observed damage is unknown. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported that the extension tube hub leaks water. No additional information provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.